Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav catheter and observed an irrigation issue (device used in patient). ECG signal interference and occlusion/ no irrigation issues. During the procedure, the signal interference (noise) was observed on the intracardiac (ic), body surface (bs), or all ECG (bs + ic) channels and device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received on 09-apr-2026. The signal interference (noise) was observed on the ic channels on the carto and recording system. The physician did have intact ECG signal available to monitor the patient¿s heart rhythm. The device was used in the patient. During the signal interference, the affected catheter was inside the patient¿s body. Pentaray catheter was initially perfused normally, and the left atrium was modeled and exchanged for large heads as in vitro. After large-head ablation, the pentaray was ready to be exchanged into the body, and little water was found when the heparinized saline was flushed extracorporeally. The catheter was wiped and then flushed with a saline pump and syringe, both of which did not discharge water. The signal issue was assessed as non MDR reportable. The risk to the patient was low. The irrigation issue was originally considered non-reportable, however, bwi became aware on 09-apr-2026 that the device was used in the patient and have reassessed the irrigation issue (device used in patient) as reportable. The awareness date for this record is 09-apr-2026.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).